Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/3/2015 and 3/30/2015, respectively, and evaluated by lifescan product analysis on 4/16/2015 and 4/30/2015, respectively, with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that the alleged error 4 message began a ¿few days ago¿ prior to contacting lfs. It is unknown how the patient manages her diabetes and whether she made any changes to her usual diabetes management routine as a result of the alleged product issue. The patient indicated that she developed the symptom of ¿not feeling well¿ a few days after the alleged issue as she did not have her replacement meter to obtain blood glucose results. The patient denied she developed any symptoms due to the alleged issue and no medical intervention was specified. At the time of trouble shooting, the csr confirmed this was not the first time the product was being used, the patient testing technique was correct, the test strips were stored correctly. The patient was unable/unwilling to answer if the test strip completely drew in the sample. The csr was unable to walk through a retest with the patient as she did not have testing supplies, therefore the product issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.